Manufacturer narrative:
Analysis of programming history.

Event description:
Reporter indicated that they interrogated the pt's device and it appeared the device settings had been errantly changed. Programming history was downloaded from the handheld computer for review, which revealed there was an interrupted systems diagnostics test. Interruption of a systems diagnostics test can cause the generator's settings to be inadvertently set to the parameters that the diagnostics test is carried out at. The pt left the physician's office with the incorrect settings, and had the settings changed by the physician at the next office visit.